Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test the sealed unused device was attached to an olympus 2.8 channel gif q20 endoscope. All (6) six bands fired onto simulated varices, none of the bands prematurely deployed. However the bands did not constrict immediately. After several minutes, the bands still did not constrict. All (12) twelve deployment beads were present and examined under magnification. The examination of beads indicated they were filled correctly. The beads were verified for correct location. The length of the trigger cord was measured to be within specification. The trigger cord was intact, free of knots and not broken. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, tubing [bands] can maintain its specification properties for five years or longer. The tubing [bands] should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv (ultraviolet) light. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The instructions for use under systems preparation state: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." This could contribute to premature deployment of the bands. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use state: "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use state: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Initial information received 06/03/16: during an endoscopic procedure, the physician used a cook 6 shooter saeed multi band ligator. The bands had no elasticity to ligate the varix so there was some bleeding on the varix once shooting was done. There was also has (2) two bands went out by one shoot only [premature deployment]. On the endoscopic view it was seen the bands shape looked like figure (8) eight in the gastric's patient. The physician proceeded for removal by suction method on the endoscope. The endoscopic suction has been done for removal of the defected bands and injection was done to stop bleeding on the varix. The following additional information was received 07/01/2016: "so far, we have sit and talk to the user dr (B)(6) at (B)(6) hospital today by the way he mentioned that the regular varices needs banding for standard treatment so this case will doing as well, in case bleeding from vessel rupture may serious on bleeding management but this case just a little bleeding from site of varices trauma or contusion as everyone knew the ligation have to be sucked the varix into endoscope until redout remarkable then deploy the band for the good ligation if not the varix will release and it might caused to have a very thin of mucosa the procedure may cause of touch or crush on weakness site of varix by the bands or tip of endoscope with covered of barrel as well. And the doctor mentioned that the defected band has dropped in to stomach the endoscopy suction to pick up the band and it found a large hole in band. The regular band will have a very small hole where it has a good of elasticity. Also the assistant brought the rest of non shooting bands to test and shooting in water with container once we can see the band with enlarge holes about 6-8 mm in diameter.( look like expired bands ) so we can say the lack elasticity in the bands is not directly caused to make bleeding but step of procedure it may be lead to do so, the doctor said." Cook's interpretation of the additional information is as follows: after talking with the user, dr. (B)(6) at (B)(6) hospital, he mentioned that the event procedure was done as a standard treatment for banding varices. In some cases bleeding of ruptured varices are serious and there is a need for bleeding management, but for this case the event procedure had a little bleeding from the varices trauma or contusion. For good ligation, the varix has to be sucked into the barrel until redout, then deployed. If not, the varix will release and it might cause a very thin mucosa. The procedure may have caused weakness of the varix site from the bands or the barrel on the tip of the endoscope. Endoscopic suction was done to remove the defective band and it was noticed the band had a larger than expected diameter. Typically the bands will have a very small diameter when it has good elasticity. Also, the assistant brought the rest of non shooting bands to test and the bands were deployed in a container in water. We could see the bands had an enlarged diameter of about 6-8 mm in diameter (looks like expired bands). So we can say the lack of elasticity in the bands did not directly cause the bleeding, but the additional procedures done because the bands were not tight enough may have contributed to the bleeding.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test the sealed unused device was attached to an olympus 2.8 channel gif q20 endoscope. All (6) six bands fired onto simulated varices, none of the bands prematurely deployed. However the bands did not constrict immediately. After several minutes, the bands still did not constrict. All (12) twelve deployment beads were present and examined under magnification. The examination of beads indicated they were filled correctly. The beads were verified for correct location. The length of the trigger cord was measured to be within specification. The trigger cord was intact, free of knots and not broken. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, tubing [bands] can maintain its specification properties for five years or longer. The tubing [bands] should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv (ultraviolet) light. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The instructions for use under systems preparation state: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." This could contribute to premature deployment of the bands. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use state: "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use state: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi band ligator. The bands had no elasticity to ligate the varix, so there was bleeding on the varix once the shooting was done. There were also two (2) bands that went out by one shot only [premature deployment]. The endoscopic view showed the bands shaped like a figure eight (8) in the gastric's patient [patient's gastrointestinal tract]. The physician proceeded with removal by suction method on the endoscope. The endoscopic suction was done for removal of the defected bands and injection was done to stop the bleeding on the varix.